Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the blunt tip balloon broke in pieces inside the abdominal cavity. Pieces were retrieved without difficulty. No pt injury reported.